Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose declined to 37 mg/dl. Customer treated their low with orange juice. Customer declined to troubleshoot for their low blood glucose. Customer also reported a no delivery alarm in the past. Customer stated they were able to rewind the insulin pump and saw insulin exiting. Customer declined to return the insulin pump for analysis.